Manufacturer narrative:
Philips service replaced power supply x00001b and control rack cv. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that sand movements partly available suspected spc10 and power supply issues on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.